Manufacturer narrative:
E1. Zip code continued: h3p. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a left side rupture and textured to smooth implant exchange. Device has been explanted and replaced.